Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set experienced simultaneous flow with an unknown secondary solution set during patient infusion. The reporter stated that chemotherapy was being piggybacked with saline as the primary solution. The secondary set was connected to the continu-flo set at the y-site using a non-baxter adapter. It was reported that the primary bag was hung lower than the secondary bag with a hanger, and that this set up was used with a sigma pump. The reporter stated that the primary line needed to be clamped off to prevent the simultaneous flow. There was no patient injury or medical intervention associated with this event. No additional information is available.